Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll approved service provider. The customer's report was observed during review of the device data logs. However, without receipt of the device, root cause evaluation could not be performed. The customer has indicated the device will not be returned to zoll for evaluation. The customer has agreed to exchange the unit for a different device. Analysis of reports of this type has not identified an increase in trend.